Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the proximal end has an embedded 1.5 x 0.3 cm silver-colored metallic coiled wire consistent with essure device') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure (batch no. 735707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical polyp (2014) in 2014, appendectomy in 1999, sleep apnea, pap smear abnormal, pneumonia, endometriosis of uterus and paratubal cyst. Concurrent conditions included obesity and polymenorrhoea (1999). Concomitant products included carbamazepine (tegretol) since 2012, cefazolin, cetirizine hydrochloride (zyrtec), cetirizine from 2011 to 2018, hydromorphone, ibuprofen since (B)(6) 2012, ondansetron, oxycodone hydrochloride;paracetamol (acetaminophen;oxycodone hydrochloride) and promethazine. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced urticaria ("allergic or hypersensitivity reaction type: hives"), 11 months 11 days after insertion of essure. On (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2011, the patient experienced back pain ("pain back"). On (B)(6) 2011, the patient experienced fatigue ("fatigue"), dyspepsia ("gastrointestinal or digestive system condition type: heart burns"), gastrointestinal motility disorder ("chronic bowel movements") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and abdominal pain ("abdominal pain"). The patient was treated with pantoprazole, macrogol 3350 (miralax), 2 molar removal procedure and surgery (laparoscopic vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, urticaria, tooth disorder, migraine, dysmenorrhoea, fatigue, dyspepsia, gastrointestinal motility disorder, alopecia, vaginal discharge and weight increased outcome was unknown and the back pain and abdominal pain had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspepsia, fatigue, gastrointestinal motility disorder, genital haemorrhage, menorrhagia, migraine, pelvic pain, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Per mr:there are two right essure implants, one more proximal and lies with part of the implant in the endometrial cavity. Proximal marker for the inner coli is at the cornu. The other one is distally placed and nevertheless the right fallopian tube is occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Biopsy endometrium - on (B)(6) 2016: negative for hyperplasia, dysplasia or malignancy.. Hysterosalpingogram - on (B)(6) 2010: impression: essure implants in satisfactory position with occlusion of the fallopian tubes.; on (B)(6) 2010: results: unilateral occlusion (left tube occluded), unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following were confirmed in patient¿s medical records: menorrhagia, pelvic concerning the injuries reported in this case, the following were in patient¿s medical records: device breakage, embedded device. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs & medical record received: event ¿injury¿ was replaced with ¿pelvic pain¿, new events - the proximal end of the fallopian tube contains the remaining segment of the apparent essure device, the proximal end has an embedded 1.5 x 0.3 cm silver-colored metallic coiled wire consistent with essure device, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: hives, dental problems, migraines / headaches, dysmenorrhea (cramping), fatigue, gastrointestinal or digestive system condition type: heart burns; chronic bowel movements, hair loss, pain, vaginal discharge, weight gain, back pain and abdominal pain¿, outcome of ¿event back pain and abdominal pain¿ were updated as recovered/resolved. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, treatment drugs, lot number, concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the proximal end has an embedded 1.5 x 0.3 cm silver-colored metallic coiled wire consistent with essure device') and genital haemorrhage ('abnormal bleding (general)') in a 30-year-old female patient who had essure (batch no. 735707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical polyp (2014) in 2014, appendectomy in 1999, sleep apnea, pap smear abnormal, pneumonia, endometriosis of uterus and paratubal cyst. Concurrent conditions included overweight and polymenorrhoea (1999). Concomitant products included carbamazepine (tegretol) since 2012, cefazolin, cetirizine hydrochloride (zyrtec), cetirizine from 2011 to 2018, hydromorphone, ibuprofen since july 2012, ondansetron, oxycodone hydrochloride;paracetamol (acetaminophen;oxycodone hydrochloride) and promethazine. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced urticaria ("allergic or hypersensitivity reaction type: hives"), 11 months 11 days after insertion of essure. On (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2011, the patient experienced back pain ("pain back"). On (B)(6) 2011, the patient experienced fatigue ("fatigue"), dyspepsia ("gastrointestinal or digestive system condition type: heart burns"), gastrointestinal motility disorder ("chronic bowel movements") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In february 2014, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and abdominal pain ("abdominal pain"). The patient was treated with pantoprazole, macrogol 3350 (miralax), 2 molar removal procedure and surgery (laparoscopic vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, urticaria, tooth disorder, migraine, dysmenorrhoea, fatigue, dyspepsia, gastrointestinal motility disorder, alopecia, vaginal discharge and weight increased outcome was unknown and the back pain and abdominal pain had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspepsia, fatigue, gastrointestinal motility disorder, genital haemorrhage, menorrhagia, migraine, pelvic pain, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 210 lbs per mr:there are two right essure implants, one more proximal and lies with part of the implant in the endometrial cavity. Proximal marker for the inner coli is at the cornu.the other one is distally placed and nevertheless the right fallopian tube is occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Biopsy endometrium - on (B)(6) 2016: negative for hyperplasia, dysplasia or malignancy.. Hysterosalpingogram - on (B)(6) 2010: impression: essure implants in satisfactory position with occlusion of the fallopian tubes.; on (B)(6) 2010: results: unilateral occlusion (left tube occluded), unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following were confirmed in patient¿s medical records: menorrhagia, pelvic pain concerning the injuries reported in this case, the following were in patient¿s medical records: embedded device lot number: 735707 manufacture date: 2010-04 expiration date: 2013-04 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-jul-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the proximal end has an embedded 1.5 x 0.3 cm silver-colored metallic coiled wire consistent with essure device') in a 30-year-old female patient who had essure (batch no. 735707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical polyp (2014) in 2014, appendectomy in 1999, sleep apnea, pap smear abnormal, pneumonia, endometriosis of uterus and paratubal cyst. Concurrent conditions included overweight and polymenorrhoea (1999). Concomitant products included carbamazepine (tegretol) since 2012, cefazolin, cetirizine hydrochloride (zyrtec), cetirizine from 2011 to 2018, hydromorphone, ibuprofen since (B)(6) 2012, ondansetron, oxycodone hydrochloride;paracetamol (acetaminophen;oxycodone hydrochloride) and promethazine. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced urticaria ("allergic or hypersensitivity reaction type: hives"), 11 months 11 days after insertion of essure. On (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2011, the patient experienced back pain ("pain back"). On (B)(6) 2011, the patient experienced fatigue ("fatigue"), dyspepsia ("gastrointestinal or digestive system condition type: heart burns"), gastrointestinal motility disorder ("chronic bowel movements") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain ("abdominal pain") and hypovitaminosis ("vitamin d being low"). The patient was treated with pantoprazole, macrogol 3350 (miralax), 2 molar removal procedure and surgery (laparoscopic vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, urticaria, tooth disorder, migraine, dysmenorrhoea, fatigue, dyspepsia, gastrointestinal motility disorder, alopecia, vaginal discharge, weight increased and hypovitaminosis outcome was unknown and the back pain and abdominal pain had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspepsia, fatigue, gastrointestinal motility disorder, genital haemorrhage, hypovitaminosis, menorrhagia, migraine, pelvic pain, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 210 lbs. Per mr:there are two right essure implants, one more proximal and lies with part of the implant in the endometrial cavity. Proximal marker for the inner coli is at the cornu. The other one is distally placed and nevertheless the right fallopian tube is occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Biopsy endometrium - on (B)(6) 2016: negative for hyperplasia, dysplasia or malignancy.. Hysterosalpingogram - on (B)(6) 2010: impression: essure implants in satisfactory position with occlusion of the fallopian tubes.; on (B)(6) 2010: results: unilateral occlusion (left tube occluded), unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following were confirmed in patient¿s medical records: menorrhagia, pelvic pain concerning the injuries reported in this case, the following were in patient¿s medical records: embedded device. Lot number: 735707, manufacture date: 2010-04, expiration date: 2013-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: information received as fu via social media. All the relevant information was transferred from duplicate deletion case: (B)(4) (never locked). Event" vitamin d being low" was added. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.